Event description:
The valve was removed because the pt outgrew the device. Prior to explant, high gradient (stenosis) and regurgitation were seen on echo. Device inspection at retrieval noted cusp degradation and an abnormal leaflet. The valve was replaced with no additional consequence reported for the pt.